Event description:
It was reported that during a routine follow up, this pacemaker was observed to be in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was discarded at the facility and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.